Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: low light causing a cloudy image, a dent on the distal edge, dirt in the objective lens, bent and scratched outer tube, a loose light guide prong adapter, a cracked video connector, and failed light transmission. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: low light causing a cloudy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cloudy image. The issue was found during set up/inspection for use. There were no reports of patient involvement.